Event description:
A negative allergen food panel result was obtained on one patient sample on an immulite 2000 xpi instrument. The specific allergen testing gave a positive result for the same patient. The patient result was reported to the physician(s) who questioned the result. There were no reports of patient intervention or adverse health consequences due to the negative food allergen result.

Manufacturer narrative:
The cause of the discordant result between the food panel and the individual allergens is unknown. Siemens is investigating this issue.

Manufacturer narrative:
Additional information (08/06/2013): siemens technical operations performed an investigation on the pr10 protein in the allergen panel. The data demonstrated that the pr10 protein is running as expected. Technical operations did identify one sample that was lower on the immulite when compared to an alternate platform, and one sample that was detected on the immulite but missed on the alternate platform. A siemens global product support (gps) specialist contacted the customer and informed them that additional testing will be performed internally for monitoring and improvement. The customer is satisfied with the response and informed gps that no further assistance was required. The cause of the discordant result is unknown. No further evaluation of this device is required.